Event description:
It was reported that 14 days after a cardiac ablation with a 8.5 fr varipulse catheter and qdot micro¿ catheter procedure the patient experienced vision issues and memory loss and confusion. Fourteen days post procedure, the patient experienced issues with their vision and is experiencing memory loss and confusion. The physician believes this to be caused by a neurological event. No diagnostic tests had been done at the time, and no tests were done on the day of the procedure to look for any acute adverse event. The patient was monitored by the physician. No intervention was provided and no extended hospitalization. The physician's opinion on the cause of the adverse event was product related. There were no risk factors mentioned by physician. The act (activated clotting time) was >350 before and during ablation. The number of ablations performed was 70, 28 for pfa (pulsed field ablation) and 42 for rf (radiofrequency). 22 ablations were performed within the pulmonary veins. 6 pfa ablations were performed outside of the pulmonary veins and 42 with rf (roof line and cavo-tricuspid isthmus line line). There are two reports being submitted for this event for both the varipulse and the qdot. This report is for the varipulse catheter.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-aug-2025, the product investigation was updated. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that a total of 6 pf (pulse field) ablations and 42 rf (radiofrequency) ablations (roof line, and cti line) were performed outside the pulmonary veins. The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia (trans ischemic attack) reported in the us external evaluation. All four patients who suffered from peri-procedural stroke in the us external evaluation received ablations beyond pulmonary vein isolation. It was confirmed that a total of (B)(4) ablations (28 for pf) were performed for this procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia (trans ischemic attack) observed in the us external evaluation. Although one of the four patients who suffered from peri-procedural stroke in the us external evaluation received a number of ablations greater than the maximum number of ablations delivered in the us premarket study, three of four patients who suffered from peri-procedural stroke received a number of ablations greater than the median number of ablations delivered in the us premarket study (admire). An internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-may-2025, bwi received additional information indicating that no testing had been done on the patient. The medical team has labelled this as a "neurovascular event". The physician did not confirm whether they are classifying the event as a tia (transient ischemic attack) or stroke. The patient's symptoms are ongoing, according to the most recent update from the physician. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-jun-2025, bwi received additional information indicating that the patient fully recovered from their post procedure issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).